Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen and balloon. Balloon, balloon bonds and markerbands attributes were microscopically examined. There was no damage or irregularities noted. The device was pressurized with an inflation device filled with water. The water leaked out of the distal tip. Magnified inspection of the inner shaft revealed that the inner shaft was separated at the bi-component weld. The separated ends of inner shaft was jagged, which suggests that the separation may be related to tensile overload. The reported balloon burst was not confirmed; however, the inner shaft separation did prevent the balloon from inflating. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. In an unspecified target lesion, a 15mm x 3.75mm quantum apex balloon catheter was selected for post dilatation after an unspecified stent was implanted. The device ruptured at unspecified inflation and duration. The device was removed from the patient and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patients status was good.

Event description:
It was reported that balloon rupture occurred. In an unspecified target lesion, a 15mm x 3.75mm quantum apex¿ balloon catheter was selected for post dilatation after an unspecified stent was implanted. The device ruptured at unspecified inflation and duration. The device was removed from the patient and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patients status was good.